Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the pod found the exposed portion of the soft cannula to be damaged. The exposed portion was found to be stretched and flattened. The soft cannula also measured above the specification. Fluid did not flow the complete fluid path, initially. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet gear to observe for any external or internal tears. An external tear was found in the fluid path, this resulted in the fluid diverting from it's intended path. Another leak test was done by clamping below the external tear and rotating the ratchet gear to observe for any internal tears or leaks. No internal tears or leaks were found. It could not be determined when the soft cannula was damaged. The download data contained no timeouts, drive stalls, or hazard alarms, indicating the pod functioned as intended. Inspection of the fluid path found no other damages or manufacturing deficiencies that would result in leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours on the leg and their blood glucose level had rose to 20 mmol/l (360 mg/dl) . In addition the pod was leaking during wear. As treatment, the patient applied a new pod.